Event description:
It was reported that the patient had severe facial stimulation on all the channels since implantation and has never done well. A CT scan was performed and the electrode was found to be in the right place. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.